Event description:
It was reported that during a surgical procedure, the fiber was disconnected from the console during the surgical procedure. The procedure was completed by a second fiber and there were no reports of patient injury.

Manufacturer narrative:
Failure analysis for fiber s-llf200tg/s-200-(B)(4): the total length of the fiber is 11 feet 1 inch, connector not included; the fiber is fractured and detached at the connector side; there are burn marks on the fiber at the location of the fracture; the fiber tip appears in good condition and shows usage; the blue outer jacket distal end exhibits small burn marks. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.